Event description:
Caller alleged discrepant results with inratio meter versus lab. Inratio: 1.5, lab: 2.8. Patient had previously reported via email of discrepant results in (B)(6)2009, with inratio (3.6) versus lab (2.5) which was reported via MDR # 2027969-2009-00264.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: test: 1, inratio: 3.6, lab: 2.5, mean 3.05, confidence limits: 1.9-4.6. Test: 2, inratio: 1.5, lab: 2.8, mean: 2.15, confidence limits: 1.4-3.1. The mean of the inratio meter and comparative system inr were calculated. The inr values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. The time elapsed between the first set of values was five minutes. The time elapsed between the second set of values was not given. No corrective action is reported as no product deficiency was established.